Event description:
Device report from synthes (B)(4) reports an event in the (B)(6): it was reported during a two level spine procedure (levels , on (B)(6) 2011, the pangea locking cap did not function as intended. Another pangea locking cap was used and the procedure was completed. There were no reports of any adverse event to patient. This report is for an unknown pangea locking cap. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the patient was born in 1951. No further information was provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.